Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the papilla of duodenum during a biliary tract dilation procedure performed on (B)(6) 2022. During the procedure, the balloon burst and leaked water. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned cre wireguided dilatation balloon was analyzed and a visual examination found no damages to the catheter or balloon of the device. A functional inspection was performed by connecting the device to an alliance inflation system. The balloon inflated without problem, however, it did not hold pressure due to three pinholes located in the middle section. The balloon burst was not confirmed. With all the available information, boston scientific concludes the three pinholes found in the balloon is likely to have occurred due to factors encountered during the procedure; excess pressure, interaction with other devices, or anatomical affairs. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and causing the pinholes. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label..

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the papilla of duodenum during a biliary tract dilation procedure performed on (B)(6) 2022. During the procedure, the balloon burst and leaked water. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.